Event description:
A female pt underwent aaa repair in 2009. The pt's anatomical form was suitable for endovascular repair. The procedure was conducted as prescribed except deployment of suprarenal stent was performed before contralateral iliac wire guide placement. Although the physician had planned to place the main body just below renal artery, it was placed a little too below due to severe angulation. Final confirmatory angiogram revealed a proximal type I endoleak. A zenith main body extension was placed to extend proximal sealing to 1 stent above the main body, but the endoleak remained. So, another MFR's stent was placed mounted on a balloon catheter. After the placement, angiography revealed a decreased endoleak, but it was not resolved completely. The physician decided to take a wait-and-see approach and finished the procedure. One week later, a follow-up CT confirmed the resolution of the endoleak. The pt has shown signs of recovery.

Manufacturer narrative:
This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. The IFU states that key anatomic elements that may affect successful exclusion of an aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or > 45 degrees for suprarenal neck relative to the immediate infrarenal neck). The complaint was trended as inaccurate deployment based on the provided event description. The main body was deployed lower than expected due to the severe angulation of the proximal neck. The angulation could have compromised the sealing site at the proximal neck. It is possible that the inaccurate deployment of the device and the pt's anatomy contributed to the reported endoleak. There is no evidence of a design or process induced failure of the device. We are unable to confirm the pt's suitability for evar. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated, and no additional actions are required at this time.